Manufacturer narrative:
Initial and final MDR 2580473 - device 1 of 2

Event description:
Refrence number (B)(4). Event occured in japan. It was reported that the patient experienced a discoloration issue with the tubing on (B)(6) 2026, as the patient stated that the infusion set tubing became discolored, turning black purple, resembling frost, during use. No further information is available